Manufacturer narrative:
No manufacturing defects were revealed in the evaluation of the returned fiber units. It is acknowledged all high energy laser fibers are 100% power tested prior to release which confirms the operational capacity of the fiber. The state of the fibers returned confirmed the units were damaged/broken as reported by the complainant. The root cause of the complaint as reported was determined to be unrelated to the manufacturing capacity of the devices. No process or material deviations were revealed and no manufacturing defects were confirmed. The root cause of the complaint as reported was unable to verify, however, it is acknowledged it may have related to the state of the customer laser and/or errant energy exposure to the laser fibers.

Event description:
A notification was received regarding holmium fiber units which were reported to have broken/failed.